Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through lab investigation. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hrs. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If blood glucose remains high after a total of 4 hrs then replace the pod."

Event description:
The customer reported that he had high blood glucose results while wearing a pod. At 8:40 (am/pm not reported), with a result of 412 mg/dl, he removed the pod. He stated that the cannula had never inserted and the adhesive was wet. At the time of the call, he said that he had taken three manual insulin injections totalling 40u and was still recovering from the high blood glucose levels.